Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2026-00138. A facility reported a hakim valve (ID 823832) and bactiseal catheter (ID 823072) were implanted on (B)(6) 2026. Three days after, the patient developed pyrexia accompanied by leukocytosis, raising concerns for intracranial infection, the shunt was removed on (B)(6) 2026. The samples were sent for microbiological culture to identify the causative pathogens. Currently, the patient is receiving antimicrobial therapy, with definitive surgical intervention planned once the infection is controlled or as clinically indicated. It is not known if the valve and catheter will be replaced.